Event description:
The customer stated that he opened a carton containing 2 bottles of test strips and found the caps open on both bottles. No adverse events were alleged. The test strips are to be returned, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.